Manufacturer narrative:
Analysis of the ins ((B)(4)) found no significant anomaly. The ins setscrew was back out too far.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tpv5, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: neu_wrench_acc, product type: accessory. (B)(4).

Event description:
It was reported that the health care provider (hcp) was replacing the implantable neurostimulator (ins) and lead and they could not insert the lead into the header block. The manufacturer representative thought the lead was getting hung up on the setscrew, but back out the setscrew didn¿t resolve the issue. They could get the lead part of the way into the ins header block, but not fully into it. The hcp tried using the directional guide to see if it would go into the header block, but there was something blocking the path. They checked impedances and that always failed. The hcp got out the ins that was explanted that day and the new lead went into the header of the old ins just fine. The new ins with issue was replaced with a different new ins and this resolved problem. The ins with the issue was being sent back. There was no patient injury, no patient death, and the patient recovered without sequelae. Refer to manufacturer¿s report # 3004209178-2013-06140 for the patient¿s ins and lead issues and replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.